Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: material issues and/or electrical problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject devices on/off switch was not working. The event was noticed during set up. There were no reports of patient involvement.